Event description:
It was reported that during an unknown laparoscopic procedure, the tip of the trocar sleeve was broken due to the load of the inserted forceps. The broken pieces were removed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). That analysis results found that only the sleeve of the device sleeve was returned and was observe to be broken. As a result of the returned condition, functional testing was unable to be performed. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the damage observed at analysis. However, one potential cause for the damage found may be the inadvertent application of excessive force or torquing during insertion into the abdominal cavity. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.